Event description:
In the initial report received on (B)(6) 2025, the consumer stated that the bandage caused a burn on the leg and that medical attention was sought.

Manufacturer narrative:
As of 07/09/2025 retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. UDI notes: the expiry date is not present on the device label.